Event description:
The research subject has been part of the implantable insulin pump protocols since being the second ever implanted in 1986. Over the years, pt had multiple pumps implanted as each ran into its 3-year battery life of had complications. On one occasion, in march, 1992, pt had a partial bowel obstruction requiring exploratory laparotomy and lysis of adhesions. Not long after their most recent implantation, in february, 2004, pt showed poor responsiveness to pump-delivered insulin. In may, 2004, pt underwent an attempted laparoscopy, which was unsuccessful in that abdominal adhesions were visualized and the abdomen could not be inflated. Since then, pt continued to respond only to very high delivered doses of insulin (documented to be leaving the pump at the rate of approx 300-450 u/day). However, with this gross under-absorption of insulin, pt was able to control their blood glucose to levels averaging 130-140 range, with better control of lability than before implantation. There was not, therefore, an adverse effect on their blood glucose control. Pt did, however, require frequent refills. Fluoroscopy was completed in may of this year, documenting that their catheter was apparently fixed along the deep side of the abdominal musculature. With this information, and ginven the fact that their insulin requirement was increasing consistently, co elected to pursue further surgical exploration. Doctor endocrine surgeon, preceded with the exploration. The catheter tip was easily freed, but in order to replace the catheter in the abdomen wall cavity, dr. Had to enter the abdominal cavity. He confirmed the presence of multiple adhesions. He also noted a mass about three by four by 2cm which upon biopsy and frozen section turned out to be, as expected, a large encapsulation into which the catheter had been stuck. The pt was admitted for observation post operatively, and determination of their postoperative insulin requirement. It turned out, again as expected, that pt became markedly more responsive to normal doses of insulin, less than 100 units per day. This is consistent with the conclusion that pt had been delivering insulin into a thick, fibrotic encapsulation, and once the catheter was freed pt responded normally. Pt was discharged in excellent condition. Co will probably report this complication in the literature, but multiple documented abdominal adhesions will most likely be, a contra-indication to new implanted insulin pump implantations. In the meantime, this very dedicated and enthusiastic research subject is doing excellently.